Event description:
The company was informed that the patient's device was explanted and reimplanted with another cochlear implant. The patient's device was removed due to infection. The explanted device has been lost and will not be returned due to infection. The explanted device has been lost and will not be returned to advanced bionics. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.